Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a cranial procedure to place leads in bilateral gpi for deep brain stimulation. It was reported that the procedure was planned the day prior to surgery in the surgeon's clinical using t1, t1 with contrast, t2, white matter nulled and swan mris. The surgical base was mounted pre-operatively with the surgeon. Measurements were taken from nasion and both outer canthi. The CT was completed using stereotactic head protocol. The CT was downloaded from the pacs to the workstation. The initial fusion had to be adjusted to be acceptable but was verified to be accurate by the surgeon after adjustment. The left trajectory was sent to mark the skin for incision and this was repeated on the right. The left trajectory was sent for marking the burr hole, countersinking, and confirming the burr hole cover placement. The same was completed on the right. Remaining at the right side trajectory, the to-target guide cannula was placed with the stylet and a portable CT spin was done. The stylet appeared 2mm medial and the surgeon opted to do another pass 2mm lateral in a probe. Another portable CT spin was completed and the surgeon was pleased with the accuracy of the second pass. The right lead was placed. The same process was completed on the left side with the to-target guide cannula placed with the stylet and portable CT spin completed to verify location. The surgeon was please with the accuracy of the first pass and placed the lead. No patient harm was reported and surgery was delayed less than an hour.